Event description:
Per the clinic, the patient underwent a surgical procedure (date not reported) to access the fixture. During the same procedure a new abutment was placed. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.